Manufacturer narrative:
B5 - due to excessive vault, the lens was removed and replaced intraoperatively for a shorter length lens. The problem was resolved. D4 - primary unique device identifier (UDI) #: (B)(4). H4 - device manufacture date: 06-apr-2023 corrected to 03-apr-2023 h6 - work order search: no additional similar complaint type events within associated lots were found. Claim # (B)(4).

Manufacturer narrative:
Upon further review, it has been determined the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim #(B)(4).

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. In a separate visit the lens was exchanged for a replacement lens and the problem was resolved. It should be noted that the patient's age fell outside the indicated age range at the time of implantation. Therefore there is not enough safety and effectiveness data to support implantation in this patient category.

Manufacturer narrative:
(B)(4)